Event description:
24 gauge nexiva IV (intravenous) catheter - new IV (intravenous) site insertion on patient, with successful blood return when needle inserted. Rn (registered nurse) noted leaking from nexiva device where flexible catheter attaches to built-in stabilization platform. Rn noted leaking of blood from this site prior to flushing the line with saline, also noted leaking of saline with flushing attempt. Unable to leave IV site in place due to leaking, requiring further IV stick attempts for patient. Unable to provide lot or expiration.